Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that unstable speed occurred. A rotalink burr was selected for use. During the procedure, after 20 seconds of treatment, the burr stopped rotating. The doctor tried to do dynaglide but it did not work either. The set rotational speed was 170,000 but the observed maximum rotational speed went to 178,000. The procedure was completed with another of the same device and no patient complications were reported.